Event description:
Additional information was received. It was reported that the patient's system was completely removed due to infection. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: 2006 (B)(6), product type extension, product ID 748251, serial# (B)(4), implanted: 2006 (B)(6), product type extension, product ID 3387-40, lot# j0546401v, product type lead, product ID 3387-40, lot# j0546401v, product type lead. (B)(4).